Event description:
During review of an event file from this defibrillator, it was noted that there was an internal paddles message in the event log.

Manufacturer narrative:
During review of an event file from this defibrillator, it was noted that there was an internal paddles message in the event log. Philips' evaluation of the therapy cable identified a malfunction. Replacing the therapy cable resolved the issue.